Event description:
It was reported that during a routine change out procedure, no capture was observed on the right ventricular (rv) lead. Diagnostic testing/troubleshooting was performed and the rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.